Manufacturer narrative:
G.9. This report originally filed as [MDR number #(B)(4) from mfg site 2523835-2025-00738]. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that phacoemulsification (phaco) tip had flattened end. The surgery details were unknown. There was no report of patient impact.